Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analyzed. Analysis revealed no anomalies were found and there was apparent explant damage. (B)(4).

Event description:
It was reported the lead displayed increased thresholds and there was high output; there was low battery life on the device and the patient developed an infection. The device and lead were removed and replaced. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received reporting there were high thresholds on the lead. Of note, the physician stated dialysis was causing the rise and fall of the thresholds.